Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2021, it was decided to remove device discarded and add recognised device or procedural complication under field h6 for health effect - impact code more accurately capture the reported event as the right side device was not explanted. Reason for device explant and/or reoperation: na. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 31, 2020, mentor became aware that incorrect device code under field h6 was inadvertently submitted under the initial report as "adverse event'. It has been corrected on this report to "material rupture" on this form. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 18, 2020, mentor became aware that date of surgery was (B)(6) 2020. Hence, explantation date under field d7 has been updated to "(B)(6) 2020" on this form. Rupture was found only on left side, and left side device was replaced. Device code under field h6 to "adverse event without identified device or use problem" on this form. Mentor also became aware that devices were discarded. Hence, field h6 for method code has been updated to "device discarded" on this form. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii / IV, and breast implant rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient with an unknown age underwent revision breast augmentation with a 400cc mentor memorygel breast implant on the left side and with 350cc mentor memorygel breast implant on the right side and experienced bilateral capsular contracture; baker grade iii / IV, and bilateral breast implant rupture postoperatively. As a result, the devices were explanted on (B)(6) 2020. This report is for the patient¿s right-sided device.